Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 500 mg/dl. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, a new pod was applied and the old pod was discarded.